Manufacturer narrative:
The large hem-o-lok clip applier instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was found to have a broken input disk, specifically input disk #7, which was completely detached from the base of the housing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the large hem-o-lok clip applier instrument had missing while roller. There was no report of patient involvement.